Event description:
The attending dr bent one needle and broke the other needle inside the pt. An orthopedic surgeon was consulted and the decision was made to leave the needle in the pt. Pt has been notified of the situation and the decision to leave the needle in the bone. Dr said the bone was as hard as a rock.